Event description:
It was reported that a thrombus occurred. A watchman access system (was) single curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The was was positioned and prior to introducing the wds, the physician decided to exchange the single curve was for a double curve. At this time, the physician removed the device from the laa and introduced the pigtail catheter. Prior to inserting the new was, a large thrombus was noted just distal to the ostium of the laa. Immediately, the single curve was was removed from the patient and the case was aborted. Neither the double curve was nor the wds were introduced to the patient. Patient did not sustain any neurological or cardiovascular deficits.

Event description:
It was reported that a thrombus occurred. A watchman access system (was) single curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The was was positioned and prior to introducing the wds, the physician decided to exchange the single curve was for a double curve. At this time, the physician removed the device from the laa and introduced the pigtail catheter. Prior to inserting the new was, a large thrombus was noted just distal to the ostium of the laa. Immediately, the single curve was was removed from the patient and the case was aborted. Neither the double curve was nor the wds were introduced to the patient. Patient did not sustain any neurological or cardiovascular deficits. It was later reported, the single curve was was still in the patient when the thrombus was seen. After observing the thrombus, the sheath was then removed and the case was aborted. There were no interventions performed to manage the thrombus in the cath lab; instead, patient was started on anti-coagulants post-procedure to resolve the thrombus. Patient has not yet had a follow-up tee to determine the status of the thrombus. No other patient complications were reported. Patient was discharged without delay and is doing well.